Event description:
It was reported that a m.blue lumbal r 5 m.control reservoir (#fx859t) was implanted on (B)(6) 2025. According to the complainant, the shunt system caused an under-drainage. The patient underwent a revision procedure on (B)(6) 2025. No patient complications were reported as a result of the revision procedure. The complained product was sent to the manufacturer for investigation.

Manufacturer narrative:
Visual inspection: during the investigation, dried blood residue on the product sent in, but no visible damage, were determined. Permeability test: a permeability test has indicated that the m.blue valve has a blockage and that the control reservoir is permeable. Computer controlled test: due to the blockage at the m.blue, measurement on the test bench is not possible. Adjustment test: the m. Blue valve was tested and is adjustable to all specified pressures. Braking force and brake function test: the brake functionality test has shown that the brake function is fully operational and the braking force is within the given tolerances. Internal inspection: after dismantling of the valve, deposits were found in m.blue + control reservoir results: we would like to point out that testing products sent in dry form is only of limited value. Dry residues of organic material can distort the test results. Nevertheless, the product was tested in accordance with the test methods. Based on our test results, a blockage of the m.blue was detected. This can be attributed to dried deposits inside the valve. Furthermore, visible deposits were found in the reservoir. The deposits did not affect the technical properties at the time of testing. Deposits caused by natural substances found in the body, such as protein, blood, or tissue particles, are among the known and unavoidable risks and side effects of hydrocephalus therapy. Even small amounts of organic deposits can compromise the integrity of the valve. The examination of the return shipment is complete with the preparation of this report. We can exclude a defect at the time of release. The valve met all specifications of the final inspection when released from christoph miethke gmbh & co. Kg. No further regulatory actions are required from our point of view.